Event description:
Discordant, falsely elevated chloride results were obtained on an advia 1200 instrument. The discordant results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
The customer called the siemens technical support center (tsc), and a tsc specialist advised the customer to run cv checks on pooled serum and calibrate the instrument. The calibration passed. The tsc specialist then advised the customer to perform an ion selective electrode line wash, which was then done. The cause of the discordant chloride results is unknown.